Event description:
It was reported that during an unknown procedure, the staples were malformed after the firing. As the patient had infectious disease, the sample had been discarded. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. What type of procedure was the device used in? Rectal tumor. On what tissue type was the device used? At what location on the tissue? Bottom of the rectum. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. What color cartridge was being used? Blue. What other color cartridges were used before and after this event? No. What area were the malformed staples located at on the staple line? Unk. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? Near. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Higher force when fired. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. But the surgeon felt some staples also removed. Is there any other additional information you would like to share about this device or procedure? No. The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.